Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Cardiosave device high temperature recall was completed. The fan and heatsink have been replaced with recalled spare parts. The device passed all factory specified performance and safety tests. The device was delivered to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
E1. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had high-temperature alarm. The patient was replaced with another device. There was no patient harm or injury was reported.